Event description:
Surgeon noted that there was fringing of cables on the curved bipolar dissector robotic equipment after it was passed through the port site. The device was immediately removed and taken off the sterile field. Robotic service coordinator made aware.